Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have an f-1 alarm. "This condition had the potential to interrupt delivery". This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the f-1 alarm is unknown. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.